Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing caused by noise. Transmission shows this resulted in an aborted shock. Programming changes were completed. The patient was stable and asymptomatic.

Event description:
New information notes that the right ventricular lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, the distal portion of the lead was returned in one piece with the steroid plug shifted out of position. Electrical testing found an internal short between the ring electrode and right ventricular shock coil. Destructive analysis was performed and visual inspection found internal insulation abrasion breaching the ring electrode cable lumen underneath the right ventricular shock coil. The etfe cable coating of one ring electrode cable was abraded. The cause of the reported event was isolated to the abrasion of the ring electrode etfe cable coating under the right ventricular shock coil.